Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this unknown device was suspected to be depleting prematurely. The device was explanted and a different device was implanted. Additional information is being requested from the field. No additional adverse patient effects were reported.